Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini meter displayed an inaccurately high result compared to another onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter was reading inaccurately at 10am on (B)(6) 2016, when he obtained an alleged inaccurate high blood glucose result of ¿400 mg/dl¿ on the subject meter compared to ¿270 mg/dl¿ on another onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with levemir flexpen, norvix and humalog insulin which he self-adjusts. The reporter indicated that after obtaining the alleged inaccurate result, the patient administered his usual dose of medication, including sliding scale. The reporter claimed that at 2pm on (B)(6) 2016, the patient developed symptoms of ¿loss of memory, dizziness and unaware of what he was saying¿. The reporter indicated that an ambulance was called and it arrived about 3:30pm on (B)(6) 2016. The reporter stated that a blood glucose result of ¿36 mg/dl¿ was obtained on the emergency medical service meter and the patient was given a ¿glucose shot and IV fluids¿ by a healthcare professional. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The reporter did not have control solution available to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.